Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures error was noted during testing, and no hardware low level failures error are found in the formatted history files. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose value was 7.7 mmol/l. Customer states there was no moisture on the insulin pump battery or reservoir compartment. Customer reports insulin pump screen flashing when screen was turned on after being in sleep mode. Customer states display was flashing and beeping. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.